Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. It was not reported if the patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with an unspecified anti-inflammatory drug (dose, frequency and route of administration not reported) therapy for peritonitis. It was not reported if the pd therapy was ongoing at the time of treatment. At the time of this report, the patient had recovered from the event. No additional information is available.